Event description:
Manufacturer's evaluation of the suspect device revealed that the instrument was incorrectly configured to produce blood glucose values in mmol/l. The correct measuring unit for the device is mg/dl. No pt injury was reported.